Event description:
Insulet is conducting a voluntary medical device correction for specific lots of omnipod 5 pods due to a manufacturing issue we identified through our ongoing product monitoring. This issue is isolated to identified lots distributed in the united states only. Pods not included in these lots, as well as all other omnipod 5 pods and omnipod products remain safe to use.